Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump received with minor scratched display window. The insulin pump was received with stained end cap sticker. The insulin pump was received with partially broken reservoir tube lip and belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.